Event description:
Additional information was received from the manufacturer representative (rep). When asked what steps were taken to resolve the issue, the rep stated the ipg was programmed with the clinician app from the patient's handset. All information was still stored in the handset and the stimulation could be activated again. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a cardioversion. The ins was switched off for this procedure. After the cardioversion, the patient programmer showed an "all data lost" message. The patient reported a loss of therapy effect. The patient stated their healthcare provider (hcp) didn't want to take care of the problem. A request was sent to the local manufacturer representative (rep) in order to identify a clinic that can re-program the ins.